Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion sets tubing detached from connector events on (B)(6) 2024. The infusion set was in use for less than few hours. The blood glucose level was displayed high, and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36833. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of record (B)(4) does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the DHR review, which was necessary to advance the parent record to the review and summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007292 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007292 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 5 on 25/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e02678 was manufactured according to the work instruction (wi) version 11 and manufactured in the machine igtl01, on 21/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e04292 was manufactured according to the work instruction (wi) version 64 and manufactured in the machine sc04, on 25/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.